Event description:
Pts have been getting small cuts on hands due to defective wheelchair rims (finish peels, creating sharp edges). It seems to occur with one type of chair. The MFR is aware but the problem has continued for several years.